Manufacturer narrative:
The device in question was returned to walkmed infusion for product evaluation. The device underwent product evaluation testing at walkmed infusion during which it was discovered that there was an over-infusion of 27.75%. Walkmed infusion performed further failure investigation and identified the customer's failure to maintain the device as the cause due to a maintenance deficiency. The information contained herein is being provided to the FDA or other authorities to comply with regulations relating to medical device reporting.

Event description:
During product evaluation, walkmed infusion observed the device to over-infuse by 27.75%. The device was initially sent to walkmed infusion for a reported flashing red light on the "on/off" button, flashing alarm lights and blank screen when the pump is turned on.